Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/08/2014 with the following findings: the pump powered on with a blank display screen. The display screen was found to be cracked. Replacement with a test display returned display function to specification. Unrelated to the complaint, the audible alarm was non-functioning. The alarm contact was found to be misaligned; realigned returned the alarm function to specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.